Event description:
Account alleged that the siderail functions stopped working due to the siderail's cables being cut by the latching mechanism for the siderail. Bare metal wiring was visible.

Manufacturer narrative:
Repair has not been completed at this time.